Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the angle attachment device was overheating. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was reported that during service and repair pre-testing, it was discovered that the cutter did not rotate when engaged with the motor, and the thimble set screw was loose. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was overheating was not confirmed. However, during service and repair, it was determined that the device did not rotate when attached to the motor preventing the pretest from being completed; also the thimble set screw was loose. It was also observed that the bearings and gears were worn out and corroded causing the no rotation. The assignable root cause of this condition was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was originally reported in the initial medwatch report that the device was returned on nov 14, 2016. Please note that the correct date of product return is nov 23, 2016. If additional information should become available, a supplemental medwatch report will be submitted accordingly.